Event description:
The medical affairs specialist (mas) attempted unsuccessfully to speak to the lay user for more clinical info. A letter has been sent to reach the user. The lay user contacted lifescan (lfs) on 09/30/05 alleging that segments had been missing on the meter. The last time the user used the meter was sometime in june 2005 around 9:00pm or 10:00pm. He received a reading that looked like 540 mg/dl or 545 mg/dl and took oral medication after attempting to use the meter. He did not experience any symptoms at the time of testing. The pt was taken to the hosp and about an hour later, he was tested on another device and received a 245 mg/dl. He was treated with insulin. Customer service sent the user a new meter. At this time, there is no info on the user's diabetes regiemn or how long the user had been experiencing segement missing on the surestep meter.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.